Event description:
The article, "recurrent ischemic stroke/transient ischemic attack after patent foramen ovale closure: a cohort study", was reviewd. The article presented a retrospective, single center study to to assess the rate of recurrent ischemic stroke/transient ischemic attack (tia), describe the risk factors associated with recurrent ischemic stroke/tia and evaluate complications and af rate after pfo closure. Devices included in the study were amplatzer pfo occluder, gore septal occluder, occlutech, and other unknown. The article concluded that rates of recurrent ischaemic stroke/tia after pfo closure were comparable to findings in previous trials. Pre-existing vascular risk factors (hypertension), and a hypercoagulable state were associated with recurrent ischaemic stroke/tia. [The primary and corresponding author is claus z. Simonsen, department of neurology, aarhus university hospital, aarhus, denmark, with corresponding email: clasim@rm.dk]. The time frame of the study was from 05 november 2018 to 12 may 2023. A total of 310 patients were included in the study, of which 92 (29.7%) received an abbott device. The average age was 49 years and the majority gender was male. Comorbidities included alchohol use, hypertension, hyperlipidemia, diabetes mellitus, smoking, prior transient ischemic attack, prior stroke, prior deep vein thrombosis, prior pulmonary artery embolism, migraine, thrombophilia.

Manufacturer narrative:
Summarized patient outcomes/complications of recurrent ischemic stroke/transient ischemic attack after patent foramen ovale closure: a cohort study were reported in a research article in a subject population with multiple co-morbidities including alchohol use, hypertension, hyperlipidemia, diabetes mellitus, smoking, prior transient ischemic attack, prior stroke, prior deep vein thrombosis, prior pulmonary artery embolism, migraine, thrombophilia. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. D4: the UDI number is not known as the lot number was not provided. Literature attachment: article title: " recurrent ischemic stroke/transient ischemic attack after patent foramen ovale closure: a cohort study ".